Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to shorted u723 components on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the components. No adverse event resulted from the defective electrode belt.

Event description:
Upon servicing of an electrode belt that was returned for an unrelated reason, a reportable malfunction was found. Electrode belt (B)(4) failed incoming functional testing.